Event description:
A customer reported a cartridge alarm 30 but it did not cause their blood glucose level to exceed 500 mg/dl, indicating that there was no adverse impact to their blood glucose level. The pump was confirmed to be in warranty and the customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. Technical support replaced the pump, sending a new unit with updated software, and instructed the customer on steps regarding the replacement and return process. The customer acknowledged and understood the instructions provided by technical support.